Manufacturer narrative:
Product analysis: as found condition: the pipeline flex and phenom catheter were returned inside a bio-hazard bag and a shipping box. Damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the braid were found fully opened and frayed. No bend was found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, advanced resheathing mechanism or with the proximal bumper. No other anomalies were observed. Testing/analysis: the catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.026¿ mandrel through catheter hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. Conclusion: based on the returned devices, the customer report regarding "movement during deployment" was not confirmed, and the root cause could not be determined. Possible contributing factors include high force delivery, catheter kickback, vasospasm, and insufficient distal anchoring of the braid. The damages noted on the catheter (accordioning), braid (fraying), and hypotube (stretching) suggest that high force was used. It is likely that these damages occurred when the customer attempted to advance the pipeline flex through the catheter against resistance. However, the cause of resistance could not be determined. Possible cause of resistance during delivery include the lack of continuous flush with heparinized saline during delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient is recovering from the procedure very well. No patient symptoms or complicaitons were reported. The device were prepared as indicated in the instructions for use (IFU). Multiple pipelines were not being used when movement occured.

Event description:
Medtronic received a report that after the delivery catheter and intracranial support catheter were in place, the stent catheter (shapeable microcatheter) passed over the tumor to the distal end, and the dense mesh stent: 4.5mm*20mm was stuck in the stent tube during the process of going upper along the stent tube. During the adjustment process, the stent was dislodged. No symptoms were reported. The device and any accessory devices were prepared as indicated in the IFU and the catheter was flushed as indicated in the IFU. The pipeline was used for an indication that is approved and the pipeline and any accessory devices prepared as indicated in the IFU. The patient was being treated for an unruptured, saccular aneurysm in the c6 with a max diameter of 4.2mm and a neck diameter of 3.2mm. The landing zone was 4.6mm distally and 3.9mm proximally. The vessel tortuosity was normal. Access vessel was the femoral artery with an 8.7mm diameter. Angiographic result post procedure was normal. Ancillary devices included a non-medtronic guidewire.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 228546804); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.